Event description:
It was reported by a customer on (B)(6) 2011 the physician saw a spark from the fiber at 60,507 joules. The physician stopped using the fiber. No further details were available. No pt injury was reported.